Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A startright representative reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose was at 116 mg/dl. After the customer ate, his blood glucose went up to 380 mg/dl. When the customer got home, his bolus went up to 420 mg/dl. The customer did not receive any no delivery alarms. The customer was advised to call back.